Event description:
Central line kit sterilely set up by anesthesia tech for insertion once patient arrive in operating room. Central line wire, when trying to remove it from right internal jugular, wire spontaneously unspooled. Wire removed from patient and new wire inserted to place central line. Wire sequestered and packaging retried from trash. (Ref: cdc-42802-xp1a. 8 fr. 2 lumen 16 cm 0.032 inch diameter spring-wire guide arrow erg pack pressure injectable arrowg+ard blue plus two lumen cvc kit. Lot: 323f23l0400; expiration date: 2025-06-30).this was also an exceptionally good catch because if anesthesia had not noticed wire had unraveled and pulled, he could have dissected the internal jugular. Patient on xarelto.